Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an ureteroscopy, the user observed a fire with the single use fiber. The procedure was completed with a similar device. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 an olympus field service engineer (fse) was dispatched to the user facility inspected the unit and performed power test. All test passed including power readings. The field service engineer (fse) did not confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.